Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer who was implanted for her bladder and bowel had 75% better in bladder but maybe 30-40% better on bowel. The hcp noted the lead may have migrated slightly forward (deeper) based on xray and was contemplating either revising the lead versus adding a second lead and battery to the other side. There were no further complications reported/anticipated.

Event description:
Additional information received from the hcp via the representative reported the hcp was unable to provide any further information.